Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a guide wire and the packaging. Visual analysis revealed that the guide wire was kinked. The pouch also appears folded/creased. Despite this, a probable cause of the guide wire kinking cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". A probable cause of the damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guide presenting end curvature". The issue was detected when the product was opened and was not used on the patient. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned the guide wire and protective tubing of an opened arterial kit for analysis. Signs of use in the form of biological material was observed on the guide wire and protective tubing. The source of the biological material is unknown; however, the customer reiterated that the defect was observed prior to use, upon opening the kit. Visual analysis revealed that the guide wire contained two major kinks. The guide wire was kinked in the same area where the outside packaging of the sac was also noted to have folds/creases. The lid stock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The major kinks on the guide wire measured at 25 mm and 152 mm from the distal tip. The guide wire total length measured 352 mm which is within the specification limits of 345 mm - 355 mm per the guide wire graphic. The guide wire outer diameter measured 0.51 mm which is within the specification limits of 0.508 mm - 0.533 mm per the guide wire graphic. The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass through completely with minimal resistance. Moderate resistance was encountered at the kinking; however, the undamaged portion was able to pass as intended. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained distinctive kinks near the same location as the bends and creases on the outside packaging. Signs of use in the form of biological material was observed; however, the customer reiterated that the defect was observed prior to use, upon opening the kit. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guide presenting end curvature". The issue was detected when the product was opened and was not used on the patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "guide presenting end curvature". The issue was detected when the product was opened and was not used on the patient. No patient involvement.